Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they can't get to set to get it any good and they started feeling that the setting is not working about 6 months now. Patient even got to the point that they stopped using it. Agent asked the patient if they already tried to adjust the stimulator. Patient also mentioned that they tried calling their manufacturer representative (rep). Patient confirmed that they were able to adjust it already, but it does not help. Agent redirected the patient to their rep to have their programmed adjusted. Agent offered to send an email for visibility. Patient mentioned that they will be at the ispine maple grove next wednesday and they would like to meet the rep there. Patient also stated that they are having back pain every day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating their previous settings were changed which was preventing their current settings from working. Patient reports they met with their manufacturing representative who helped them reprogram. Issue has been resolved.